Event description:
I've had continuous abdominal pain in the areas where my ovaries are located since shortly after getting essure implanted. I've also seen an increase in migraines and irregular periods.